Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no significant anomaly. The eos was due to time progression.

Event description:
It was reported the patient had an "unknown or other" critical alarm and normal battery depletion. It was noted there was no abnormal use. The event required hospitalization, explant and replacement. It was unknown if the patient had any symptoms and the patient's status was unknown at the time of this report. The pump was used to deliver baclofen (unknown).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.